Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the following investigation results, the exact cause of the reported event could not be conclusively determined. -the reported event was not reproduced. -the device was inspected in combination with a camera head of an olympus asset or the camera head owned by the user facility, but the video connector did not come off. -as a result of checking the operation history, there was a history that a scope communication error occurred on december 1, 2021. -the locking mechanism of the video connector socket was worn. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsc. Omsc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the functional inspection, there was no abnormality in the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the laparoscopic cholecystectomy, the device was poorly connected to the video connector and the video connector was disconnected. The device was disconnected about twice, but the user used the device while pushing the video connector and completed the procedure. The device was used in combination with the olympus camera head (B)(4). There was no report of patient injury associated with the event.